Manufacturer narrative:
(B)(6). There is no 510(k) for this device as it is not marketed in the us. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5167581. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that while a bd employee was demonstrating the safe use of a 21 g x 1.25 in bd eclipse blood collection needle, the safety mechanism snapped off of the body of the device and she obtained a needle stick injury. The bd employee's wound was cleaned and dressed. No additional medical interventions were reported.